Event description:
It was reported that the patient was on hospice following stopping of dialysis, recurrent vt, and right heart failure. The death was not considered to be device related. The device operated as expected. It was unknown if arrhythmia resulted in clinical compromise. It was unknown if the arrhythmia was sustained. It was reported that arrhythmia existed prior to the ventricular assist device (vad) implantation and the patient had an implantable cardioverter-defibrillator (ICD) implanted prior to vad. The patient was placed on hospice and passed away. No device related issue caused or contributed to heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 14feb2018. The heartmate 3 lvas IFU, is currently available. This IFU lists cardiac arrhythmia, right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, under ¿anticoagulation¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values and possible modifications. A direct relationship between the device and the reported ventricular tachycardia, right heart failure, renal dysfunction, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient was on hospice following dialysis being stopped, recurrent ventricular tachycardia (vt), and right heart failure. The patient developed failure to thrive. The patient ultimately expired on (B)(6) 2018, and no autopsy was performed. The pump was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia, right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU provides information regarding anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient had heart failure and ventricular tachycardia and developed failure to thrive. The patient was placed on hospice care. No autopsy was performed.